Event description:
It was reported that during the implant procedure, the physician successfully positioned the right ventricular (rv) lead but the capture threshold value was high. The physician attempted to reposition the rv lead, but the helix was not able to be extended or retracted normally. The lead was exchanged to resolve the event and the patient was stable with no adverse consequences.